Event description:
On (B)(6) 2013 it was reported by the physician that the patient is being treated for cancer and a port was "installed" today in her left neck for the cancer treatment. After the procedure, the patient reported a stinging sensation each time the vns stimulation occurred. It was stated that this stinging sensation was not painful; however, it did not occur prior to the port procedure. It was stated that the patient would be seen the following week for diagnostic testing and to possibly order x-rays. The physician and patient were informed that they can temporarily disable the device using the magnet if needed. Attempts for additional information have been unsuccessful. No additional information has been provided. It is unknown what the cause of the cancer is nor its relationship to vns.

Event description:
Follow up with the physician's office found that there was no association between the cancer and vns. The cancer was located in the right breast. The port was placed to help with medication for the cancer. Besides the port, the patient is being followed by an oncologist for interventions. The patient has a medical history of breast cancer. No causal or contributory programming or medication chnages proceeded the onset of the singing sensation in the neck from after the port was placed. No patient manipulation or trauma occurred which is believed to have caused or contributed to the stinging sensation. It was stated that a recent evaluation showed that the patient's device was functioning well and that the stinging sensation symptoms resolved. No other information was provided.